Event description:
On (B) (6) 2009, the pt reported that he may have had an issue with the up and down buttons of his infusion device. He was unable to recall dates and he did not know which button was affected. At the time of the report, both buttons were functioning properly. The infusion device had not been dropped or exposed to water. He stated that on one occasion insulin was spilled inside the cartridge compartment and he was able to dry it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.